Manufacturer narrative:
Additional information was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure per physicians preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Sc-1110-02 (B)(4) device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.